Event description:
It was reported that the patient experienced an increase in the implantable neurostimulator's stimulation, while approximately 100 cm away from a store security detector. The patient did not have any icon available. The patient had pain caused by the event, until the following day when the patient turned off the neurostimulator and "felt better." It took "some days," until the patient felt "fine." It was also noted that, while in some stores, the patient's neurostimulator triggered an alarm. There was no injury to the patient. There was no information provided related to the patient's outcome.